Event description:
It was reported that the pulse generator setscrew could not tighten. The device was not implanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.